Event description:
A customer contacted beckman coulter inc., (bec) and reported that an operator found a leak underneath the (B)(4) clinical chemistry analyzer due to concentrated tubing not being inserted into the diluted detergent tank properly. The concentrated detergent leaked on the side of the diluent detergent tank, eventually leaking onto the floor. There was no an effect to patient treatment. The detergent expelled from the system did not come into contact with the user, or other laboratory personnel.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse cleaned the spilled detergent and installed the detergent supply tube correctly into the bottle. The fse then verified if no more leaks were occurring. Hardware is the root cause for this event. (B)(4).